Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink and difficulty to remove the guide wire were confirmed. The reported detachment of a device component (shaft separation) was not confirmed. The torn material (balloon tear) and material deformation (stent) could not be confirmed as they were not returned for analysis. Testing could not be performed to confirm the reported inflation issues, deflation issues and difficulty to remove (guiding catheter) due to the condition the device was returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use states: note: do not exceed the labeled rated burst pressure (rbp) of 18 atm. In this case, it is unclear if the IFU deviations contributed to the reported deflation issues and subsequent patient effects. The investigation was unable to determine a conclusive cause for the reported inflation and deflation issues. The device started to inflate causing the reported material deformation (stent flare) but did not fully inflate until after the balloon was pressurized above rated burst pressure (rbp) against instructions for use. The reported patient effects of angina and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Delayed deflation was experienced causing the patient effects of occlusion and angina. When the device could deflate and be removed the balloon interacted with the guiding catheter causing the reported difficulty to remove (guiding catheter) and subsequent torn material (balloon tear). There is no indication of a product quality issue with respect to design, manufacture or labeling. The whisper guide wire referenced in event and concomitant medical products section, will be filed under a separate medwatch report number.

Event description:
Subsequent to the initial report, additional information was received. Analysis of the returned device identified an unspecified whisper guide wire was returned frozen within the 3.0 x 23 mm xience xpedition stent delivery system. No additional information was provided.

Manufacturer narrative:
(B)(4). Medical devices: inflation: indeflator, rhv: y-connector. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left main artery that did not have any tortuosity. A 3.0 x 23 mm xience xpedition stent delivery system (sds) was used and did not meet any resistance during advancement. However, there was a kink in the shaft of the sds when advancing it inside the guiding catheter. It was then not possible to inflate the stent delivery balloon at 12 - 14 atmospheres (atms). Therefore, the indeflator was replaced with another one and a contrast mix of 50/50 was used; however, the balloon still would not inflate. It was then noted through stentboost that the proximal and distal struts of the stent were flared. The balloon was inflated again at more than 20 atms, and the stent was able to be deployed. However, the balloon could not be deflated. There was a failed attempt to perforate the balloon with an unspecified guide wire, two indeflators and a y-connector. The balloon stayed inflated for 28 minutes and the patient experienced chest pain due to the balloon occluding the left anterior descending artery; however, there were no changes in cardiac electrical activity. Additionally, the blood pressure was normal. The balloon was then gently pulled into the guiding catheter; however, the balloon became torn inside the guiding catheter. A 3.0 x 8 mm xience xpedition stent was then implanted to appose the proximal stent to the lesion. The 3.0 x 23 mm xience xpedition stent did not move from the lesion. When the sds was pulled out of the anatomy, the shaft separated where the kink was. Therefore, the device including the balloon were removed with the guiding catheter as a single unit, and the patient was sent to the intensive care unit (ICU). Their condition improved a few hours later. No additional information was provided.

Manufacturer narrative:
(B)(4).